Event description:
A patient was re-admitted to surgery after a complication was found from a procedure where conmed's altrus products were used.

Manufacturer narrative:
On (B)(6) 2012, conmed was made aware of a patient being re-admitted to the surgery due to complications from the original procedure. Conmed's altrus products were used in the original procedure, but the customer did not state what the complication was or if it was related to the performance of conmed's products. Voicemails were left for the original reporter on (B)(6) 2012. A response has not been received at this point. Conmed reviewed the manufacturing records and did not find any discrepancies. A follow up report will be sent within thirty calendar days to disclose any additional information. Original sample not returned.

Manufacturer narrative:
The altrus thermal tissue fusion handpiece is indicated for open and laparoscopic techniques in general surgical and gynecological procedures for ligating (sealing) and dividing (cutting) of tissue when hemostasis is desired. In this incident the patient was readmitted to surgery after complication in a procedure where the altrus handpiece was utilized. On report of this incident it was unknown if the unstated complication was due to use of the altrus handpiece. Numerous attempts were made to obtain additional information regarding this incident with no response from the end-user facility. The actual device involved in this reported incident has been discarded by the end-user facility. The complaint device is not available for evaluation; therefore, the condition of the device could not be assessed (i.e., any device damage, malfunction, or defects). The DHR/lhr, device history record/lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. With no device for evaluation, unknown failure mode, unknown complication of surgery, this complaint is inconclusive. Conmed corporation is considering this complaint closed. Device discarded, lot samples evaluated.